Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure for an atrial fibrillation (a fib), presented a leak on the handle. Heparinized saline was connected to the flush port and discovered the fluid was coming out of the slider switch portion of the handle. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.